Event description:
The user facility reported that a system 1e processor hose had separated causing water to flood the room where it was located, an adjacent work room, janitor's closet and hallway. Facility personnel shut off the water supply and cleaned up the water. No injuries, procedural delays/cancellations, or property damage were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found that the 90° factory crimp fitting had separated at the carbon filter inlet connection. The technician replaced the hose and factory crimp connection, ran test cycles and returned the unit to service. Investigation of this event is in-process; a follow up report will be submitted when additional information becomes available.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).